Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their navigation system, using cranial 3.0.1 software, was becoming unresponsive in various points in the software. The site specified that the navigation system had never gone unresponsive while in the navigate task, however, had become unresponsive at various points before navigation. No further details regarding the behavior were provided. There was no patient present when this issue was identified.